Manufacturer narrative:
Device evaluation summary: the reported blood sent to waste bag issue was verified during service. Service technician observed the optics were dirty and needed to be cleaned. After cleaning the optics, the current and the gain came closer to the specification and then the readings were fine tuned. Verified that led 10 and 11 on the system controller were toggling as they should. Preventive maintenance was performed as per specification d9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the instrument was sending good blood to the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no visible damage to the autolog or the wash kit. The only abnormality was that the waste bag was full of whole blood, the wash volume read 0ml, and processed volume read 0ml. The blood was spun in the centrifuge and all of it went to the waste bag. The issue was not noticed until the end of the case and there was no blood left to process. The customer does not recall the level of the reservoir when the issue occurred. The saline bags each still had 1000ml in them, the holding bag was empty, and all of the volume had been sent to the waste bag, the customer was unsure of the exact amount in the waste bag. No error or warning message appeared on the screen. The customer approximated that 500ml of blood was lost. A transfusion was not required. Correction h6.1 (device codes (fdd/annex a)),h6.3 (eval code result (fdr/annex c) and, h6.4 (eval code conclusion (fdc/annex d): these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.